Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-9350rbt burr had a blockage in the inner tube. After removing and cleaning the parts and reassembling, a rubber tube came out, making it unusable. The rubber tube was removed, and the device became usable, but the connection was poor, and it could not be used normally, so it was discontinued. No residue remained inside the body, and no health problems have been reported. A new unit of the same model number was opened and the operation continued, which was completed without incident. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. -visual inspection identified that the shrink tubing on the inner tube was wrinkled and damage. -the functional evaluation was not performed due to the damage to the shrink tubing. Per dfu-0215-eo - f - precautions - 12. If disassembly of straight devices is required to remove a clog, care must be taken to prevent damage to the teflon tubing on the inner tube during re-assembly. The most likely cause of the reported failure is user error in removing the inner tube from the outer tube, which damaged the shrink tubing of the device.